Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that there was poor coupling with recharging. The patient reported that she loses coupling boxes and can only charge up to a quarter full and it won't charge any more. Troubleshooting indicated a poor coupling screen. No patient complications have been reported because of this event.